Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that prior to the deployment of this transcatheter bioprosthetic valve, the patient became hemodynamically unstable due to temporary pacing with another manufacturer's device. The physician increased the heart rate to 150 beats per minute because of a concern the valve would dislodge due to premature ventricular contractions. The patient remained hemodynamically unstable and cardiopulmonary resuscitation (CPR) was initiated. The patient was placed on extracorporeal membrane oxygenation (ECMO) and the valve was successfully deployed. Immediately after deployment, mild paravalvular leak (pvl) was detected. No intervention was performed. Four days post implant, a follow up transesophageal echocardiogram (tee) indicated moderate pvl. Five days post implant, two balloon aortic valvuloplasties (bavs) were performed, however moderate pvl remained. Another transcatheter bioprosthetic valve was implanted, improving the pvl to mild. The patient remained on ECMO until 13 days following implant, after a transthoracic echocardiogram (tte) showed excellent valve function. Fourteen (14) days following implant the patient died. The cause of death was cardiogenic shock. In the physician's opinion neither of the valves contributed to the death. No autopsy was performed and the valves were not explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.